Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. As reported, the patient's attorney is only making a claim for the perfix plug device. No claim made against the soft mesh. Not returned to manufacturer.

Event description:
The following was reported to bd by the patient's attorney: on (B)(6) 2011 the patient underwent surgery for implant of an unspecified perfix plug. It is further alleged that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified soft mesh. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug device. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿